Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing heavy bleeding after inserting the adc freestyle libre 2 sensor and the customer removed the sensor. Approximately 4 hours after the sensor removal, the customer continued to bleed therefore, they self-presented at an emergency where a sponge with hemostatic (coagulate) medication was applied at the sensor insertion site. After the 30 minutes, a pressure bandage was applied at the site and no further details were reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported experiencing heavy bleeding after inserting the adc freestyle libre 2 sensor and the customer removed the sensor. Approximately 4 hours after the sensor removal, the customer continued to bleed therefore, they self-presented at an emergency where a sponge with hemostatic (coagulate) medication was applied at the sensor insertion site. After the 30 minutes, a pressure bandage was applied at the site and no further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history record) was reviewed and confirmed that serial number (B)(6) was manufactured after adc became aware of the complaint. The sensor kit manufacturing date is 25-feb-22 and the case awareness date is 14-feb-22. This search invalidates the serial number listed in the complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.